Manufacturer narrative:
The patient remains on lvad support and no effects to the patient were reported. The system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that the patient was at home and received a yellow wrench alarm and the system controller displayed a replace controller message. The patient reported that the lights on the system controller were illuminated and the system controller made a loud sound. While the patient attempted to replace the system controller, the patient disconnected the driveline multiple times and received a red heart alarm. The patient was unable to replace the system controller; however, the alarms had stopped. The patient went to the hospital and the system controller was replaced.

Event description:
Additional information was received indicating while the patient was at the hospital, the vad coordinators talked the patient through the entire procedure for handling alarm situations and asked the patient to never attempt to exchange the system controller by himself again.

Manufacturer narrative:
System controller s/n: unknown: the backup system controller was not returned for analysis; therefore, an investigation regarding the report of the patient having difficulty connecting the driveline to the backup system controller could not be completed. A review of device history records could not be performed as the serial number of the backup system controller was not provided. No further information is available. The manufacturer is closing its file on this event. Concomitant system controller s/n: (B)(4): the investigation confirmed the report of a yellow wrench advisory alarm via the system controller data log file. The yellow wrench advisory alarm activated following a self-test due to a backup battery test circuit fault. The alarm cleared after the driveline was disconnected and reconnected several times. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested and found to operate as intended during analysis. A review of device history records showed no deviations from manufacturing or qa specifications.